Event description:
During a da vinci si procedure, the user facility reportedly identified dull scissors on the monopolar curved scissors instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the dull scissors complaint. The returned instrument was placed on an in house da vinci system for latex cut test. The instrument's scissors did not cut cleanly through 0.006 latex. The latex snagged at the scissor tips. The blade edges were not damaged but exhibited wear the tips, negatively affecting cut performance. There was also an indentation in the form of a line on the blade's surface. Electrical continuity testing was performed on the instrument and passed. Additional observation not initially reported by the site was a bent banana plug and damaged main tube. The banana plug was found bent at the back end of the instrument's housing. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that damages to the scissor's blade, main tube, and banana pin may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.